Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned for evaluation. A review of the available downloaded software flag data did not reveal any serious flags or patterns of flags to suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 around 5 pm. It was reported that the patient had been wearing the device until it was removed by hospital staff to attempt resuscitation efforts. Per the downloaded software flag data, the lifevest delivered an inappropriate treatment at 16:33:49 on (B)(6) 2018 while the patient was in sinus tachycardia at 170 bpm. Multiple counting of tall t-waves contributed to the false detection. The post shock rhythm was atrial fibrillation at 140 bpm. Per the long term ECG recordings, following the treatment, the patient remained in af with a rapid ventricular response at 190 bpm with nsvt and motion artifact until the electrode belt was disconnected at 16:35:24 pm.